Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, it was reported that the perfusionist received 3 pump overspeed messages. The pump was changed out, and the procedure was completed successfully. There were no adverse consequences to the patient as a result of this event.